Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a patient presented to the emergency room with symptoms of transient ischemic attack including unilateral arm weakness. No abnormal alarms or history readings were reported for the event. X-rays of the percutaneous lead (driveline) were performed to rule out any issue that could have contributed to the neurological event. Upon review of the x-ray the doctor felt there was a "suspicious spot". The symptoms have since resolved and the patient is stable.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues reported. A specific cause for the transient ischemic attack symptoms and a correlation to the device could not be conclusively determined without a full evaluation of the product. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.